Event description:
It was reported to boston scientific corporation, that during a superpubic catheter exchange, a uromax ultra dilatation balloon was used. During the procedure, the balloon burst. The complainant indicated that, "all but 10ccs of the fluid had been instilled when the balloon ruptured." The procedure was completed with a different unknown device. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
A visual examination of the returned device revealed a longitudinal tear extending from the proximal edge of the distal radio opaque markerband to the proximal bond site. The device history record review confirms that this device met all material, assembly, and performance specifications.